Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. It was also reported that both canulas of the insulin pump are bent. Customer's blood glucose reading was 170 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.